Event description:
The reporter stated that the three piece silicone lens model aq2010v was loaded and the surgeon thought the haptic was assymetrical (bent) and didn't want to use the lens. No patient contact or injury.

Manufacturer narrative:
A visual inspection of the returned product shows no visible damage to the lens. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.